Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss in the cylinders. The device was empty. The ipp was explanted and replaced. There were no patient complications reported.